Event description:
It was reported that the patient's ipg was relocated from the buttock to the lower flank on (B)(6) 2019 due to pain at the ipg site. Therapy was established following the surgery. No product was explanted and no new product was implanted.